Event description:
Po2 microprobe 200mm with smart card was reported to have values that switched between zero and 100 within minutes. No valid measurement was possible. The unit was in contact with a pt. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.